Manufacturer narrative:
(B)(4). Date sent 2/18/2025, d4 batch #918c71, b3: only event year known: 2024. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer and knife were noted to have nicks and the washer had 2 staples embedded. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. However, the washer cut was not a perfect circle due to knife damage. The event reported was confirmed and it is related to improper use of the device. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additionally, a photo was provided at product complaint level and it shows the device along with an anvil. A manufacturing record evaluation was performed for the finished device batch number 918c71, and no non-conformances were identified. The lot#975c35 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: please provide more details for "the stapling did not work properly"? Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line? Please provide more details for "the operation had to be restarted." Was there a change in the procedure? If yes, please explain. Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No further relevant information. Additional information received: no patient consequence.

Event description:
It was reported that during an unknown procedure and during the anastomosis between the rectum and the left colon, the stapling did not work properly. This caused a tear and the operation had to be restarted.